Event description:
It was reported that patient had a lvad in place and subsequently received multiple inappropriate shocks due to oversensing on the ventricular channel. Review of egms showed noise was evident. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.